Manufacturer narrative:
(B)(4), no code available (non-surgical medical intervention). (B)(4) relates to (B)(4) for the reported issue of stent migrated. The device has not been returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was implanted within the esophagus of a patient, during an esophageal stent placement procedure on (B)(6) 2010. According to the complainant, the stent migrated into the patient's proximal esophagus. As a result, the patient was unable to eat or drink. The physician planned to remove the stent on (B)(6) 2011. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.